Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported battery not charging. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 03jul19. Date of report: 31jul19. The manufacturer¿s international service technician confirmed the reported issue and replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test.